Event description:
It was reported the camera head had an image issue; part of the image was chipped. The reported malfunction occurred during an unspecified therapeutic procedure. The procedure was completed using the same set of equipment. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Additionally, the investigation found the main unit is flooded, the video connector was not watertight, corrosion on the scope mount, and a crack on the video connector. Based on the results of the investigation it is likely that the following led to the malfunction: the video connector was cracked, and it was not possible to maintain the airtightness of the present product, which caused the watertightness of the video connector to fail. A definitive root cause for the additional malfunctions was unable to be identified. The device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.